Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which found that it meets all manufacture¿s specifications. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 3 of 4 for the same event. It was reported that during an unspecified surgical procedure, it was observed that it was difficult to load the burr device into the motor device while in use with an attachment device. According to the report, the facility noticed that it was increasingly difficult to load burr devices into two motor devices. However, the facility was unable to specify which motor device was in use during the surgical procedure. There were no delays in the surgical procedure. A spare device was not needed to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.